Event description:
I ordered philips asv supplies and was told of a recall. Immediately registered my machine which apparently is still on the list. I have central sleep apnea and am told to use this machine any time I sleep. Even if it's just a nap. I feel it is critical that I use this machine and I am very disappointed with philips for not being responsible to their patients and for not even supplying a phone number where I can get information on when I may expect some sort of service. I have been contacted be numerous attorneys about class action lawsuits. I have no interest in lawsuits however, my health and the health of my family are becoming a real concern after very nearly a year with no more communication than "we will get you taken care of." Now philips says by the end of the year. I'm told they are replacing units by when you registered for the recall yet my condition being more serious than obstructive sleep apneas there are people who I told about the recall that had much newer machines than mine that have received replacement machines. Can you please help me to get this resolved? FDA safety report ID# (B)(4).